Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, harm reported with no reported allegation of a device malfunction, DHR requested - other reasons. The customer reported blood glucose value of 350 mg/dl. The customer reported hyperglycemia, hyperglycemia, hyperglycemia, diabetic ketoacidosis, diabetic ketoacidosis, diabetic ketoacidosis, polydipsia, vomiting, urinary frequency treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay, manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay. Customer reported the following led up to the event: unknown document treatment for high bg: manual injections at home, hospitalization (IV fluids- IV insulin drip). The event involved product(s) mmt-397a, mmt-7040a, mmt-1884l, mmt-332a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-7040a. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 05-may-2024 and customer's event date of 07-may-2024, there were no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date 05-may-2024 and customer's event date of 07-may-2024 listed on smart solve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the ss event date 05-may-2024 and customer's event date of 07-may-2024 in the formatted history file.  Lost sensor 1 alert (780) was found on: 04/29/2024 01:27:00.000 04/30/2024 17:16:00.000 05/03/2024 23:13:00.000 05/03/2024 23:23:00.000 sensor error alert (801) was found on: 05/03/2024 02:17:11.000 05/03/2024 02:27:00.000 05/06/2024 17:17:19.000 sensor expired alert (794) was found on: 05/07/2024 19:47:21.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: 05/02/2024 23:53:23.000 05/07/2024 15:07:29.000 low battery alert was found on: 05/02/2024 17:29:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 31-may-2024 at 3:52:58 am. There was no power data available for the date of 02-may-2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.